Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on anterior, white particles on the shell, and flat creases. The weight of the device was within specification. A microscopic analysis was performed which identified a striated opening on anterior and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool and nick striated on anterior assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side capsular contractures, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contractures, baker grade iii. Device has been explanted.